Event description:
It was reported that during the implant procedure, the physician broke the l5 spinous process while trying to implant the superion indirect decompression spacer. The patient demonstrated no signs or symptoms associated with the fracture. The spacer was retained by the medical facility.